Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4).

Event description:
It was reported that the buttons were unresponsive. Customer's blood glucose was unknown. Display had flickered black and white. Customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with flashing white lcd display anomaly due to cracked on the lcd controller printed circuit board assembly. Unable to perform displacement, rewind, seating and basic occlusion tests due to flashing white lcd display. Unable to verify button keypad unresponsive due to flashing white lcd. The insulin pump had scratched case.